Event description:
Additional information received indicates the cause of the event was a microdislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited high pacing thresholds, impedance values were in normal range. The physician has raised the output and would schedule the patient for follow up. The patient was stable.